Event description:
It was reported the patient received the following results within 15 minutes: 11.5 mmol/l (guide system) and 5.5 mmol/l (accutrend plus system).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.